Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, nerve encroachment, inadequate bone quality/quantity, increased sensitivity, mobility.